Event description:
The user's stopped hearing with the device on (B)(6) 2021. Prior to loosing sound completely she reported the sounds had gotten too loud. The user was re-implanted on (B)(6) 2021. This report refers to 9710014-2021-00442. For further information please refer to this report.